Event description:
Additional information: it was reported that on (B)(6) 2017, the patient was readmitted to the hospital for further evaluation. The patient reported several days of black stools and increased dyspnea on exertion.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between heartmate 3 lvas and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. The heartmate 3 lvas the instructions for use (IFU) list bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. The IFU also provides information on anticoagulation regimens and international normalized ratio (inr) ranges that should be maintained for patients using the heartmate 3 lvas as well as anticoagulation considerations in patient's with a risk of bleeding. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted for a decrease in hematocrit and hemoglobin levels. Gastrointestinal bleeding was reported. The patient was transfused with 2 units of packed red blood cells. No further information was provided.